Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving bupivacaine [7.5 mg/ml] at a rate of 3.2053 mg/day and morphine [10 mg/ml] at a rate of 4.274 mg/day via intrathecal drug delivery pump for non-malignant pain and radiculopathy. It was reported that the patient has not had medication in their pump for a month. They couldn't get refilled because their clinic closed and they did not find a replacement physician. The pump was alarming every 10 minutes. The patient called one of the physicians that was recommended and was in the process of being scheduled.